Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported that the customer was hospitalized due to high blood glucose. The nurse stated that the customer was incarcerated and had been off the insulin pump for a year. The doctor wanted to report wants her to get back on the insulin pump but cannot call. Advised the nurse we cannot just send another insulin pump. Customer's blood glucose was 294 mg/dl. Case manager called again and stated that customer was re- admitted to the hospital due to high blood glucose and wanted to see about getting a cot pump for the customer. Customer is 35 weeks pregnant and is not allowed to call. Assistance provided. Customer has lost two pumps already. Advised we would forward to diabetes therapy associate. No further information provided.